Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" while scanning the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2022, the husband noticed the customer would ¿not wake¿ and had a loss of consciousness. An unspecified low blood glucose test was obtained on an unknown device and the customer was eventually able to self-treat with glucose tablets provided by the husband. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message "replace sensor" while scanning the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2022, the husband noticed the customer would ¿not wake¿ and had a loss of consciousness. An unspecified low blood glucose test was obtained on an unknown device and the customer was eventually able to self-treat with glucose tablets provided by the husband. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 3mh009zq71r has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Observed patch has been terminated off the body. Dq260 was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark was observed at the base of the tail. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" while scanning the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2022, the husband noticed the customer would ¿not wake¿ and had a loss of consciousness. An unspecified low blood glucose test was obtained on an unknown device and the customer was eventually able to self-treat with glucose tablets provided by the husband. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.